Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer¿s blood glucose 400 mg/dl at the time of incident. Customer reported that she had two incidences for the diabetic ketoacidosis. Customer also stated that she had high blood glucose as well. Customer did not want to troubleshoot for the high blood glucose. Customer used the auto mode for the high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).